Manufacturer narrative:
Pride company representatives, the fire marshal, cause and origin experts, and an electrical engineer performed product investigations on two occasions. The initial was performed at the fire scene, and the second was performed at the fire marshal's office. The condition of the scooter consisted mostly of metal, and the product model and serial number could not be identified. The left rear tire was recognizable, and as a result the product was given a tentative identification as a 1999 celebrity. A serial number is needed to positively identify the scooter as a product manufactured by pride mobility products corporation. The results of the scooter inspections determined that there was nothing to indicate the scooter was a cause of the event. The experts conclusion was that the cause of the failure and resulting fire could not be determined.

Event description:
An alleged fire occurred at an apartment complex. A scooter product was near a closet area where the fire may have started. The user required hospitalization; no information was available on the user's condition.